Event description:
Country of complaint: (B)(6). A part of the impactor broke off intra-operatively, fell into patient, was successfully retrieved. It cannot be excluded that this might happen again and the fragment might not be seen. Instrument used less than 5 times.

Manufacturer narrative:
Us reporting agent notified on (B)(4) 2014. Manufacturing site evaluation: investigation was done by instruments manufacturing plant and r & d. The component (B)(4) is fastened with screws (B)(4) to component (B)(4). This connection is sealed with silicone adhesive e41. The screws are secured with bondmaster e3520. In this complaint, the bondmaster is still visible. This is the root cause of the failure. The so called "screw retention" is the rest of the adhesive. The complained instrument has had a revision and r & d is currently investigating if the use of bondmaster could be omitted. Failure is manufacturing related.